Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was unable to calibrate to zero and was unable to display arterial pressure. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used sample outside its original package was received for evaluation. Electrical testing was conducted; the sample was found to be within specifications. Vacuum testing was conducted; the sample was rejected during testing. Air leak testing was conducted; the sample was found to be within specifications. The returned sample was submerged into a container with water and air was applied to the device to identify the source of the leakage detected during vacuum test. Sample leaked from subassy a00159-01 as a bubble was observed to be formed through this component. The customer's complaint was confirmed. A CAPA was initiated on (B)(6) 2023 to analyze air leak defect on subassembly a00159-01. Involved lot was manufactured before CAPA was closed on (B)(6) 2023. The device history record of reported lot 4334513 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Dhrs of lots 4334680 and 4345885 from subassy a00159-01, which are related to leak observed during testing was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lots were released.